Event description:
(B)(4). Within 12 hours of having device implanted I began to get sharp stabbing pains on my right pelvic side that shot up by back and down my leg I also noticed shortness of breath, extreme back pain that almost has a stingy throbbing pain. Itchy skin that comes and goes. Very fatigue as though I've ran a marathon and this feeling does not subside. The pain has not gone away since day of implantation.